Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test slightly loose drive support disk. The motor was tested outside of the device and it passed. The following cosmetic damage was noted: cracked case near display window corner, minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads, and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during prime, the device shut off and all of the settings were completely deleted. Device was not exposed to a magnetic field. Customer does not use the sensor feature. Customer stated she might have shoved in the reservoir too hard. She is able to complete the rewind sequence but not prime. Blood glucose value is unknonw. Nothing further reported.